Event description:
It was reported the physician opted to abandon the permanent procedure due to multiple occurrences of diarrhea. The patient was never placed in the prone position or never incised. No product was opened. The patient was well postoperatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.